Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual devices were returned to the manufacturer for physical evaluation. The samples were received open with original package and were disinfected. As the complaint product samples were disinfected and prepared for analysis, a leak test was conducted by fully submerging the cassettes in water to carefully observe for any bubbles or trapped air, which would indicate potential leaks. This procedure was carried out to ensure the structural integrity of the cassettes and films, effectively ruling out any possible damage. Following a thorough inspection after the test, no signs of leakage or physical damage were detected on any of the samples, confirming their reliability and suitability. The complaint product samples were visually inspected. During the inspection it was observed that sample 1 only contained the cassette; all the lines were cut. The lines for the patient and last bag were cut in sample 2, and neither the clamp nor the patient end connection were present in the patient line. Additional examination revealed no other problems. According to the event description, the treatment was completed, and the leak was found after ending their treatment; therefore, it can be concluded that the sample was cut after ending the treatment, this cut could not be from manufacturing process. All the applicable in-process and final inspection tests were found with acceptable results. A device history record (DHR) review was performed for the involved lot of the product and there were no non-conformances, or any associated rework related with the alleged failure mode during the assembly process of the lot involved. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler set performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 4 of treatment several times. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The film on the back of the cassette was loose. The patient was advised to follow up with their pd registered nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event was discovered inside the cycler door at the end of treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 4 of treatment several times. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The film on the back of the cassette was loose. The patient was advised to follow up with their pd registered nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event was discovered inside the cycler door at the end of treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.